Manufacturer narrative:
Device evaluated by MFR.: the stent had detached from the balloon and was returned for analysis with the stent protector and without the stent delivery system (sds). A visual examination of the stent found the stent damaged with struts distorted and stretched. The first three rows on one end showed no signs of damage. The product stent protector was returned for analysis with the stent. The stent delivery catheter was not returned for analysis. Based on the complaint report and the analysis performed, the damage most likely occurred due to handling during removal of the stent protector. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the right posterolateral descending artery (rpda). A 2.50 x 12 synergy synergy ii drug-eluting stent was advanced to treat the lesion. However, upon inflating the balloon, the stent was unable to be visualized in the fluoroscope in the right pda. Fluoroscopy was done throughout the rca and guide, but the stent was nowhere to be found. It was then found out that the stent was on the packing stylet, outside the patient. The stent appeared to be stretched but was otherwise completely intact. The procedure was then completed with another 2.5 x 12mm synergy stent. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the right posterolateral descending artery (rpda). A 2.50 x 12 synergy synergy ii drug-eluting stent was advanced to treat the lesion. However, upon inflating the balloon, the stent was unable to be visualized in the fluoroscope in the right pda. Fluoroscopy was done throughout the rca and guide, but the stent was nowhere to be found. It was then found out that the stent was on the packing stylet, outside the patient. The stent appeared to be stretched but was otherwise completely intact. The procedure was then completed with another 2.5 x 12mm synergy stent. No patient complications were reported.